Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no phacoemulsification power prior to a cataract with intraocular lens surgery. An alternate system was used to perform the procedure.

Manufacturer narrative:
The system was examined and the reported issue was confirmed (via event logs review). The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 29, 2011. Based on qa assessment, the product met specifications at the time of release. It should be noted that if the handpiece is not properly tuned, no phaco power will be provided to the handpiece even if the footswitch is pressed in the surgery screen. The root cause of the reported event can be attributed to the customer¿s damaged reusable metal wrench. (B)(4).